Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381412 and lot number 4163937. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard needle retraction problem. The following information was provided by the initial reporter: when problem was notice: during use. Incident discovered during patient care:no. Date of event: 5/19/2025 12:00:00 am. Incident details: my staff are reporting that our 24-gauge .75-inch bd insyte autoguard IV catheters are not retracting properly when the safety button is depressed. Was patient or end-user injured: no. Injury details: was medical treatment required: no. Treatment details: patient current status: na.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.